Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: description of malfunction/failure: liquid leakage. Description of event: at 03:20 on (B)(6) 2024, the patient felt wet clothing, there was a little exudation at the connection between the PICC ultrasite injection site and the chemotherapy pump on the left upper arm. The patient immediately checked and complained of wet skin on the upper arm. The PICC patch was well fixed without exudation. The ultrasite injection site was replaced, and cracks and exudation were found in the ultrasite injection site. The patient was assisted to change clothing, and the skin cleaner was repeatedly washed, and then washed with clean water. The patient was asked not to feel abnormal skin and pain. The patient was informed of the precautions, educated with a tube, informed of the content, reported to the doctor on duty and the head nurse, and strengthened the patrol. Preliminary handling of event: 1. Change the ultrasite injection site immediately; 2. Clean the skin of the patient with wet gauze, wash the detergent three times and wash repeatedly with water; 3. Assist the patient to change clothes; 4. Closely observe.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.